Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia with fluctuating heart rate. The implantable pulse generator (ipg) exhibited abnormal function and the right atrial (ra) lead exhibited high thresholds. The lead and ipg remains in use. No further patient complications have been reported as a result of this event.